Event description:
It was reported to boston scientific corp in 2008, that a spyscope access and delivery catheter was planned for use during a endoscopic retrograde cholangiopancreatography (ercp) procedure to be performed three days later. According to the complainant, "the pull wires felt like they had broken and snapped during the procedure, preventing the physician from steering the catheter. It was further reported that the physician was unable to get an image due to the malfunction and terminated the procedure. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be "fine."

Manufacturer narrative:
According to the complainant, the suspect device has been disposed and is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined.